Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an abdominal aortic aneurysm procedure. Reportedly, the device felt defective and a cuff miss/suture issue occurred. Another proglide was used with the same result. Hemostasis was achieved with a third proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported device felt defective was not confirmed as there was no damage observed. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Additionally,sterile, unused proglide devices were received and tested. The devices were successfully deployed with no malfunction. Attachment: sus voluntary report number mw5068814.

Event description:
Subsequent to receiving the initial report of the event, a sus voluntary event report (mw5068814)was received stating: proglide perclose suture device malfunctioned (suture did not fire). Tried twice with the same lot number, both did the same thing. Different lot number worked correctly the third time. No injury to patient.